Event description:
During a pci procedure, during flushing of the catheter, the stent distal edge was found to be flared out. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery (rca). All concomitant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".